Event description:
It was reported that the patient has expired after implant duration of less than 1 month, due to stroke. Information learned per the response from the surgeon.

Manufacturer narrative:
Device not returned.